Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since one screw canal was not drilled as intended, although: there is no indication of a systematic error or malfunction of the brainlab device, the corresponding measures to minimize this already anticipated risk as low as reasonably practicable are in place, according to the hospital (surgeon), there is no negative clinical effect to the pt. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the misplaced screw canal (outside bone) is a corresponding deviation of the instrument position virtually displayed in the navigation compared to the actual pt anatomy. The cause for the deviation was a non-ideal visibility of the drill guide by the camera in this specific situation. Moreover, it can be concluded that the brainlab device did not contribute to the unintended placement of the screw in c3 instead of c4. The brainlab device displayed the correct information and no misleading of the surgeon by the information displayed could be determined the brainlab navigation is solely in aid for the surgeon and does not substitute or re-place the surgeon's experience and/or responsibility during its use. It is the responsibility of the surgeon to determine the correct level/vertebra to operate on. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
A spine surgery (open stabilization of the cervical vertebra with pedicle screws in c3 and c4) was planned to be performed with the aid of the brainlab spine and trauma 3d 2.0 navigation device. During the procedure the surgeon: placed three screws successfully in c3 (left and right) and c4 (right), whereby the screw canals were drilled with the aid of a navigated drill guide. Had the reference attached at the vertebra operated on for each screw placement. Performed individual registration (matching of virtual display of pt image data and actual pt anatomy) and verification of accuracy for each screw placement. For the last screw placement (intended to be at c4 left), performed verification of accuracy as well and determined it to be appropriate drilled the screw canal and recognized that he did not drill within the bone (but lateral) drill another screw canal and determined it to be within the bone in a post-operative CT scan the surgeon realized that the last screw was positioned in c3 instead of c4. According to the hospital (surgeon), there is no negative clinical effect to the pt. It is no planned to remove the screw.